Event description:
A drill pin broke in two when the surgeon was attempting to implant thru a "4 in 1 cutting block". Small metal filings were noted in the operative site and removed. The pin that broke off in the bone had to be removed using bone curettes and needle driver.